Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the personality module surgeon console (pmsc) involved with this complaint and completed the device evaluation. Failure analysis investigations replicated and confirmed the customer reported complaint. The printed circuit assembly (pca) technician was able to replicate the reported problem by installing this pmsc onto the system and testing the video image. There was no video on the left side eye, and no "board ID" was seen.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse identified error 48200 and loss of left eye and replaced the personality module surgeon console (pmsc) to resolve the issue. The system was tested and verified as ready for use. The pmsc has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. This complaint is being reported based on the following conclusion: the customer converted to surgeon side console (ssc)1 after the start of the procedure due to vision issue. The ssc2 had a blue right eye. Prior to call tech support engineer (tse) customer power cycled the system and then got a black left eye. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the clinical sales representative (csr) called an isi technical support engineer (tse) and reported that surgeon side console 2 (ssc2) had a blue right eye. Prior to calling tse, the site had power cycled the system and got a black left eye. The customer decided to proceed with the case using only ssc1. Tse asked the csr if they have some video device connected to pmsc, which was the case. The csr reported that they had some external video device that they disconnected, but this did not resolve the issue. An ssc hard power cycle has not been attempted. The logs are showing error 48200, pointing to the ssc2 slc node in pmsc having an unexpected configuration. The csr added that only one of the video output had a lit led. The customer called back at the end of the procedure to perform a hard power cycle of the system. Tse double checked with her that nothing is connected to the pmsc on ssc2, which is the case. After restarting error came back immediately, and ssc2 left eye was black. The procedure was completed with no reported injury.